Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged belt connector) was confirmed. As received, the belt receptacle was broken free from the monitor case, damaging the j1001 connector. The root cause of the damage is excessive force placed at the connector while an electrode belt was attached. No adverse event resulted from the damaged monitor.

Event description:
A us distributor contacted zoll to report that the belt connector on a patient's monitor was damaged.